Event description:
Employee noticed that the medical action product "ultrasound guided piv kit" was half open. I then went through the supplies and noted several of same lot number were open. FDA safety report ID # (B)(4).